Event description:
A report was received that the patient will undergo a possible ipg and lead replacement for unknown reason.

Event description:
A report was received that the patient will undergo a possible ipg and lead replacement for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #:(B)(4), description: linear st lead, 50cm. Model#: sc-1110-02, serial #:(B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent revision procedure wherein a new lead was added for the patient¿s new pain area, and the ipg was the only one being replaced to accommodate the additional lead. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as they were discarded by the medical facility.